Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals, which resulted in atrial tachy response (atr) episodes been stored. Technical services (ts) was consulted and review of stored data indicated it was due electromagnetic interference (emi) and it was confirmed during the period the episodes were collected, the patient underwent an surgery with electrocautery. This device remains in service. No adverse patient effects were reported.